Event description:
Nellcor received a report of a patient death where it was claimed that an n180 pulse oximeter did not provide an audible alarm. The customer claimed that the unit automatically switched from "visual and audible alarm mode" into "visual only mode" which resulted in the nursing staff not hearing audible alarm prior to the event. It was reported that two units were sent to an internal medical engineer for testing because the nursing staff could not recall which unit was involved with the event. The engineer tested both units and test results revealed no fault with either monitor.